Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the monitor was resetting when delivering a test pulse. The cause for the pulse delivery failure was isolated to shorted q12 and q16 insulated gate bipolar transistors (igbts). The root cause for the shorted q12 and q16 igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.